Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. The device was received inoperable due to a "reload set" message. Evaluation found the lower fluid number reading with a loaded tube was lower than expected. This was caused by a failed ultrasonic sensor. With low ultrasonic readings it would make the pump more sensitive to "air-in-line" and "upstream occlusion" alarms. The failed ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump constantly alarmed "air-in-line". It was also reported that there was no pt injury.